Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 19mm epic valve was chosen for implant. It was sized with b1000 sizer during aortic valve replacement and ascending aorta replacement. After the valve was implanted, the stent post blocked the ostium of the coronary artery and the heart could not beat when withdrawing from the cardiopulmonary bypass. The physician stated that the patient's coronary artery was lower than expected which caused the stent post to block the ostium. The valve was removed and a 17mm non-abbott device was implanted successfully. After replacing the valve, the heart started beating, and the operation ended without any problems. There was no clinically significant delay in the procedure and no other adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
An event of a heart not beating due to the stent post of an epic valve blocking the ostium of the coronary artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined but may have been as a result of unique patient anatomy. There is no indication of a product quality issue with regards to manufacture design or labeling.